Event description:
Surgeon performed a lysis of adhesions with poly exchange for lack of flexion of a triathlon total knee. Quad scarring was limiting flexion. Poly was removed to gain access to posterior capsule.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. No medical records or x-rays were made available for evaluation. However, it was reported that quad scarring was limiting flexion. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Surgeon performed a lysis of adhesions with poly exchange for lack of flexion of a triathlon total knee. Quad scarring was limiting flexion. Poly was removed to gain access to posterior capsule.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.